Event description:
It was reported that the pump battery was depleting quickly. The customer continued to use the pump for insulin therapy. It was also reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 80-90 mg/dl. Reportedly a new cartridge was loaded, and insulin delivery was resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.